Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during the phacoemulsification mode of a cataract procedure aspiration was poor (vacuum was set at 350). The surgeon had to pull out the cataract remnants using viscoelastic. The handpiece was exchanged but this did not resolve the issue. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).